Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device would intermittently alarm for no apparent reason. The customer stated that there was no visual error message indicating what the alarm was for. The device works fine in between the alarm events. The period between alarm events was 2 to 3 alarm events per hour. The customer indicated that they tried other sensors, but the same thing issue persists. No known impact or consequence to patient.